Manufacturer narrative:
The 8mm monopolar curved scissors (mcs) instrument was analyzed and it was found to have a broken grip cable at distal end.

Event description:
It was reported that 8mm monopolar curved scissors (mcs) instrument was received as an incidental return. The customer reported event has no report of patient injury.